Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemotherapy (fluorouracil) leakage from connection between caresite and extension tube. The rate flow was 2ml/1hr. No injury reported. Limited information provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was returned for evaluation. The sample was visually inspected and found to have a crack in the threads of the body of the caresite. The sample was then tested for leakage per specification with failing results. The defect of leaking caresite was able to be confirmed. Although the defect of leakage was confirmed on the caresite valve, the exact root cause of the crack was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. The house retain samples were tested for leakage per specification with passing results. In addition, review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.